Manufacturer narrative:
This is follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2016-00002. The manufacturer report number for the first product in this case is 2214133-2016-00001. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a (B)(6) -year-old caucasian female consumer reporting on self from the united states of america. The medical history included an umbilical hernia repair. The consumer had allergies to sulfa and erythromycin. The concomitant medications included juice plus, sote root (sic), magnesium, calcium, vitamin d, multi-vitamin and probiotics, all medications were taken for years for general health. The reported weight of the consumer was 52 kilograms. On an unspecified date, the consumer started using band-aid brand adhesive bandages (B)(4) and band-aid brand adhesive bandages (B)(4), cutaneously to cover open wounds, which were weeping from contact dermatitis on her leg (frequency, lot number and expiration date unspecified for both devices). She applied the bandages and ensured the bandage tabs did not touch the open wound. After an unspecified duration, upon removal of the bandages she noticed new patches of contact dermatitis where the bandage adhesive touched the skin on her leg. The consumer stated she consulted a dermatologist multiple times since (B)(6) 2015. A skin biopsy was performed and confirmed contact dermatitis. On an unspecified date in (B)(6) 2015, both the devices were discontinued. Allergy testing confirmed allergies to propylene glycol and carba mix. After unspecified duration in (B)(6) 2016, the consumer consulted an allergist and allergy testing confirmed allergies to propylene glycol and carba mix. She was advised to avoid contact with propylene glycol and carba mix, which is used in latex, rubber, and adhesives. She used (B)(4) (bacitracin, neomycin and polymyxin b), unspecified healing oils, unspecified steroid topical creams and unspecified steroid injections to treat the events. The consumer mentioned, the bandages did not cause the initial reaction, but after using the bandages, the contact dermatitis seemed to spread. Either in (B)(6) 2016, the event resolved. For both the devices, the complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received from physician on 28-mar-2016. The physician stated the consumer was (B)(6) years old and had a medical history of dermatitis and allergy to sulfa antibiotics. The reported height of the consumer was 171 centimeters. In (B)(6) 2015 the consumer developed irritation and rash where the bandages were applied. The events resolved. The causality related to the device was assessed as possible by the physician. This report remains serious.

Manufacturer narrative:
The date of this submission is 09-mar-2016. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2016-00002. The manufacturer report number for the first product in this case is 2214133-2016-00001. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a (B)(6)-year-old female consumer reporting on self from the united states of america. The medical history included an umbilical hernia repair. The consumer had allergies to sulfa and erythromycin. The concomitant medications included juice plus, "sote" root (sic), magnesium, calcium, vitamin d, multi-vitamin and probiotics, all medications were taken for years for general health. The reported weight of the consumer was (B)(6). On an unspecified date, the consumer started using (B)(4) brand adhesive bandages (B)(4) frozen and (B)(4) brand adhesive bandages (B)(4), cutaneously to cover open wounds, which were weeping from contact dermatitis on her leg (frequency, lot number and expiration date unspecified for both devices). She applied the bandages and ensured the bandage tabs did not touch the open wound. After an unspecified duration, upon removal of the bandages she noticed new patches of contact dermatitis where the bandage adhesive touched the skin on her leg. The consumer stated she consulted a dermatologist multiple times since (B)(6) 2015. A skin biopsy was performed and confirmed contact dermatitis. On an unspecified date in (B)(6) 2015, both the devices were discontinued. Allergy testing confirmed allergies to propylene glycol and carba mix. After unspecified duration in (B)(6) 2016, the consumer consulted an allergist and allergy testing confirmed allergies to propylene glycol and carba mix. She was advised to avoid contact with propylene glycol and carba mix, which is used in latex, rubber, and adhesives. She used neosporin (bacitracin, neomycin and polymyxin b), unspecified healing oils, unspecified steroid topical creams and unspecified steroid injections to treat the events. The consumer mentioned, the bandages did not cause the initial reaction, but after using the bandages, the contact dermatitis seemed to spread. Either in (B)(6) 2016, the event resolved. For both the devices, the complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.